Event description:
It was reported that no pacing spikes were confirmed during device check. Undersensing was also noted. The device was reprogrammed and right atrial (ra) lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.